Event description:
It was reported that the patient¿s generator was unable to be interrogated until the physician¿s programming tablet usb cable was moved around after observed the error message ¿unable to open port.¿ the vns field representative concluded that the cable was broken and requested a replacement. A replacement usb serial adapter cable was provided to the site. The issue was resolved as they were eventually able to interrogate the patient¿s device successfully. The tablet usb serial adapter cable was received by the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned tablet usb to db9 serial adapter cable, and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications .